Event description:
Pt had essure procedure performed on (B)(6) 2008 with bilateral placement and no problems noted during placement procedure. Pt presented post essure procedure with abdominal pain that persisted for 8 months. Right fallopian tube was perforated. Physician removed micro-insert and performed tubal ligation on right side. Physician's opinion is that the essure micro-insert was directly related to the pain the pt was experiencing.